Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) years since the subject device was manufactured. Legal manufacturing confirmed that the customer's reprocessing steps have been practiced in accordance with the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in device, but the type of the material or root cause cannot be identified. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.